Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
It was reported that the nurse was ready to hook up the patient but the pump kept alarming no disposable alarm. The nurse turned the pump off, closed the clamp and removed the cassette. The cassette was gently tapped and massaged the tubing. The cassette and was replaced and powered the pump on, however, the alarm persisted. The cassette was removed again, gently tapped the cassette and massaged the tubing to disperse the air bubbles in the line. The cassette was replaced, however, the alarm persisted. There was no additional pump to perform the treatment. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.